Event description:
The lay user/patient contacted animas on (B)(6) 2012 to report both elevated blood glucose (bg) results and a low blood glucose result while on the insulin pump therapy. The patient reported that several weeks prior to contacting animas he obtained a low blood glucose of 50 mg/dl with symptoms of dizziness and shaking after restarting the pump after a couple of days off the pump. The patient claimed he treated the low by self administering two glucose tablets and confirmed his blood glucose came back up to normal range. At the time of the call the patient also reported having high bgs in the 300-500 mg/dl range for past few days. The patient stated he had symptoms of increased thirst, increased urination and occasional headaches with the high bgs. The patient claimed he disconnected from pump and self administered an injection of rapid acting insulin (dose unknown) and at end of call reported that his bg was 244 mg/dl. At the time of troubleshooting, the patient confirmed the pump settings including the date and time were correct. The patient denied making any recent changes to settings. There were no associated alarms in pump's history. The patient also denied any issues with insulin he was using or with the ifs. The patient denied having any issues with bent cannulas, leaking of insulin, or any site issues. At the time of the call the customer service representative noted no problems found with the pump. Although troubleshooting could not find any problems with the subject pump, these complaints are being reported because the patient developed symptoms suggestive of severe hypoglycemia and hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the event date was overwritten in the pump¿s history. Review of the pump¿s available history showed an unacknowledged no delivery, no prime warning. The current total daily totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and displayed the ¿verify¿ screen. The pump was exercised for 24 hours successfully with no alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or moisture was found on the internal circuit board. Unrelated to the complaint, the display screen was dim and faded. A test screen was installed and displayed properly.